Event description:
It was reported that the pt was moving around actively after they had device implant surgery which may have caused the pt's catheter to slip out. It was confirmed by x-ray that the pt's catheter had dropped and slipped out and was coiled at the v-wing anchor. The pt outcome wa reported as "recovered". The medication being delivered via the device system was gabalon.